Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided. A search of the complaint database found no prior reports for the reported part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
Two distal transverse screws for femoral nail were broken.